Manufacturer narrative:
Initial.

Event description:
It was reported that a charging pad for the ilet system stopped functioning, with the user observing that the indicator light did not turn on despite attempting multiple power outlets and testing other devices on the pad. No clinical signs, or conditions reported. Outcomes included no impact on clinical status, medical intervention, or hospitalization. Investigation included user troubleshooting and education, confirmation of power source adequacy, and assessment of the charging accessory performance. Investigation of this case revealed a nonfunctional charging accessory consistent with a device component failure of the charger, with no associated alarms or alerts. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charging pad.